Event description:
It was reported that the day after implant of the lead, the patient had high thresholds and the right ventricular lead was repositioned. The patient once again has symptoms of dizziness and near syncope and was seen in the emergency room with high thresholds on the lead again. The high threshold appears to be due to exit block. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).